Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for device in backup vvi was observed when the patient presented remotely through merlin.net transmission. Patient was called in clinic and device download was performed successfully. Patient had no adverse events or issues.